Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had difficulty charging, poor coupling, and it took a long time to charge. There were no implantable neurostimulator (ins) pocket issues reported. The ins was located more on the patient¿s side than posterior. The poor coupling issue had been occurring since a replacement in june. No patient symptoms were reported. No further complications were reported. Additional information was received from the manufacturer representative. It was reported that the patient was having difficulty recharging due to poor coupling. Antenna locate was attempted and coupling of only bars was achieved. An x-ray was taken and it was determined that the ins was flipped. The representative planned on discussing the x-rays with the doctor. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the battery was flipped. The rep confirmed the ins was more on the side than posterior, but there was no known device malfunction. No further complications were reported.